Manufacturer narrative:
The device was received for evaluation- the investigation is pending.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that while infusing antibiotics via IV pump, a small hole was discovered at the end of the tubing that led to the antibiotic spilling out, making it impossible to know the amount of antibiotics the patient received. There were patient involvement and no harm to the patient, just a small delay in getting the antibiotics re-hung with new tubing.

Manufacturer narrative:
Received one (1) used. List #146870489, primary plum set with one (1) used. List #unknown, 0.9% sodium chloride injection, usp ICU medical for inspection. As received, there was a tear on the tube on the distal end of the set. The tear in the tube was a straight and clean cut. The set was leak tested per specifications and leakage was observed. The reported complaint of small hole and leakage can be confirmed. The probable cause is due to interactions with a sharp object. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure.